Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
Kc 10/5/2022 it was reported that the unspecified bd infusion set experienced flow issues. The following information was provided by the initial reporter: tylenol was given as a secondary infusion and set to deliver a partial dose.

Event description:
It was reported that the unspecified bd infusion set experienced flow issues. The following information was provided by the initial reporter: tylenol was given as a secondary infusion and set to deliver a partial dose.

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint that there was an overinfusion could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model and lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.